Event description:
An mea procedure was performed by treating physician in 2004. The pt's pre-operative diagnosis is unknown, and there is no reported info available to conclude whether pre-operative ultrasound was performed or whether the pt's uterine wall thickness was determined prior to treatment with mea. Upon dilating the cervix to 6mm, gas hysteroscopy was performed. It was reported that the review of the uterine cavity was not clear. After performing hysteroscopy, the surgeon continued to dilate the cervix to 9mm. No additional hysteroscopy was performed post-cervical dilation and prior to mea treatment. Uterine cavity length was measured to be 90mm. The duration of treatment time (total power on) was 198 seconds (3.3 minutes). On the night of the procedure, in 2004, pt did not feel well and was kept in the hosp for observation. Pt developed an acute abdomen two days later: surgeon performed a laparotomy. The surgeon identified a perforation of the posterior wall of the uterus, no thermal injury to the uterine serosa, and there was injury to the small bowel. It was reported there was uncertainty whether the injury to bowel was thermal related and attributed to the mea treatment. A temporary colostomy and ileostomy were performed.